Manufacturer narrative:
D4 - serial number and h4 - device mfg date; corrected. One device was returned for evaluation. Visual, functional and performance testing were performed. The testing could duplicate the customer reported problem, the maintenance led and occlusion led were lit/blinking and sometimes did not work. The root cause of the issue was determined as the it is presumed from the log history that a poor contact of the thermistor cable occurred. The l-1 hose was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 - date of event unknown. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that that the device had heater error. There was no patient involvement, and no patient harmed reported.